Event description:
As reported per ansm report (no, (B)(4)) in summary: as reported, the patient underwent right inguinal hernia repair on (B)(6) 2019 and was implanted with a 3dmax right mesh. As reported, the patient underwent left inguinal hernia repair on (B)(6) 2019 and was implanted with a 3dmax left mesh. Date of occurrence: (B)(6) 2019. Description of the incident: "following severe, debilitating pain, the surgeon told me that everything was fine, the plates were in place, and that I should see a gynaecologist specializing in endometriosis given my symptoms. He did not want to investigate further, as the pain was normal in his opinion. I underwent numerous inconclusive, very painful, humiliating and unanswered tests (pelvic MRI, pelvic endo ultrasound, brain MRI, spinal cord MRI, electromyogram, etc.) And various treatments (very heavy, up to 34 medications and a stay in a psychiatric hospital). I saw many specialists in angers, tours and le mans. Superficial endometriosis, fibromyalgia, bladder problems (neurostimulator implanted), irritable bowel syndrome (sibo), and severe depression are my conditions, but I will spare you the details." (B)(6) 2026 - my surgeon, removed 4/5 of the prosthesis on the right side. He couldn't remove it all because otherwise he would have made a hole in my bladder. The operation took much longer than expected because there were adhesions everywhere. I will probably have to have the left side done. I have been physically and mentally 'rubbish' since my first operation, which has hidden more than six years of my life. I have been treated like a nobody and made to feel like I am crazy. I no longer have a professional or social life because of all the problems that the prostheses have caused me. I cannot write about everything I have been through, achieved, paid for, because the financial aspect is also catastrophic. Clinical consequences and current status: "professional life: on leave since (B)(6) 2024 - short periods of leave before that - I cannot do anything like everyone else, I need adjustments to my work, my working hours." Personal life: I can't go out like other young women my age - I get tired very quickly - every outing has to be organised according to how I feel - I have a pill box like an elderly person - I'm on very strong medication, my treatments change, I go through withdrawal too often - my pain dictates my life and that of my family too - my body has not been mine for a long time - depression and much more - every time new problems arise - I would not wish anyone to live in my body or have my life. Pain is considered normal for me, I don't know what it's like to be 'normal' without problems, without all the context that goes with it. I would need an entire book to explain, recount and prove my words." Actions taken in the healthcare facility for the management of the patient: nr. This file represents the 3dmax right mesh.

Manufacturer narrative:
As alleged, the patient experienced postoperative pain, adhesions and depression post implant of 3dmax right mesh. As alleged the patient subsequently underwent a procedure to explant the right sided mesh during this procedure adhesions were noted. Based on the information available, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's postoperative complications. The adverse reactions section of the instructions-for-use supplied with the device lists pain and adhesion as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the 3dmax right mesh (device 1). An additional emdr was submitted to represent the 3dmax left mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.